Event description:
It was reported that the patient had their entire system explanted. It was noted that it was not known when or by whom. It was noted that the patient was now seeing another health care professional (hcp) and wanted to do a trial again on the patient who had the system removed. It was noted that the patient was not excited about trial because every time they walked through a security gate with their previous spinal cord stimulation (scs) system they were shocked by their device. It was noted that this had happened since implant. It was noted that it was unknown if the patient had fractured wires.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient product ID 3487a-33, lot# j0424778v, implanted: 2004-(B)(6), product type lead, product ID 3487a-33, lot# j0424778v, implanted: 2004-(B)(6), product type lead. (B)(4).